Manufacturer narrative:
Device evaluated by MFR.: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and lumen which is evidence of a device leak. The returned device was attached to a boston scientific encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood that was present within the inflation lumen. The device was soaked in a water bath to help soften the blood before further inflation attempts were made. The balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a balloon pinhole located approximately 4mm distal to the distal end of the proximal markerband. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. A 10/4.00 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. There was no fragment left in the patient's body. The procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that a balloon rupture occurred. A 10/4.00 flextome cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. There was no fragment left in the patient's body. The procedure was completed with a different device. There were no patient complications reported.